Manufacturer narrative:
The patient remains stable on the lvad. The device was sent to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was hospitalized for pulmonary issues and fever. When the lvad was operating in auto mode the patient's heart rate decreased to 50 and the patient experienced difficulty breathing; therefore, the patient was put in fixed mode at a rate of 75. It was also reported that the system monitor displayed a rate control fault alarm. The waveforms were then evaluated in both modes and no abnormalities were noted. The system controller was exchanged and the vent filter was analyzed. During the following 2 weeks, the vent filter demonstrated an increase in dust and required daily changes. A decision was then made to exchange the pump, and the patient's lvad was replaced with another lvad. The patient remains ongoing with the manufacturer's lvad.